Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On an unreported date, the patient was hospitalized for the event. The cause and treatment of the peritonitis event was not reported. At the time of report, the event of peritonitis was ongoing and the patient was not recovered. Dianeal therapy was discontinued and hemodialysis was initiated. No additional information is available.